Event description:
It was reported, that the right ventricular lead exhibited high impedance. An x-ray was performed, and it showed that the lead was under the subclavian area and fractured. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.